Event description:
Our sales rep reported that during a rotator cuff repair procedure, the surgeon used a purple handled healix advance awl to prepare the bone hole in a patient with average bone quality. The surgeon loaded six orthocord sutures onto a 4.75 mm healix advance knotless br anchor. The anchor broke during insertion, and the surgeon removed the broken anchor from the patient. The surgeon then loaded the six orthocord sutures onto a 5.5 mm healix advance knotless br anchor. The anchor broke during insertion, and the surgeon removed the broken anchor from the patient. The surgeon then inserted a versalok anchor into the same bone hole, the anchor pulled out of the hole. The surgeon then drilled other bone holes and used versalok anchors to complete the repair with no reported harm or consequence to the patient. The sales rep stated that the procedure was extended approximately one hour and fifteen minutes due to the problems encountered with the complaint device anchors. Also see associated MDR&apos;s 1221934-2013-00241 and 1221934-2013-00242.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Manufacturer narrative:
The complaint device was not returned to mitek and therefore a physical evaluation could not be performed. The reported failure of versalok anchor pull out cannot be confirmed. However, from the reported events, the third anchor was inserted into the same bone hole after two other anchors failed. It is possible, the bone hole was enlarged due to two previously failed anchors and therefore, the third anchor inserted into the same hole pulled out. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident related to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution. At this point in time, no further actions are warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.